Manufacturer narrative:
The buttons on the insulin pump functioned properly and no button error alarm was noted; however, the unit had slight moisture on one of the button traces. The following cosmetic damage was also found: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, and a cracked belt clip slot. (B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the button error alarm. The customer was running around a sprinkler before the button error occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.